Event description:
It was reported that during a routine supply change the user was unable to lock the connector into place despite performing the correct action; replacing the connector resolved the issue and the supply change was completed without further problems. Symptoms included no reported adverse clinical effects and blood glucose was not affected. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included troubleshooting and user education performed by the support agent. Investigation of this case revealed the original connector would not engage as intended, while a new connector functioned as expected. It was concluded that the event was attributable to a defective or malfunctioning connector, resolved by replacement.